Event description:
It was reported that the instrument snapped in two when the surgeon was gauging the ligament tension after implanting the prostheses. There was no surgical delay. No foreign bodies were retained. The surgery was not completed with a second device. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). G2 : foreign country : united kingdom. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.